Event description:
During the implantation of the pvad atrial cannula, the perfusionsist preclotted the lvad outflow cannula with tisseal in the same manner as the rvad outflow cannula had been preclotted. However, at device actuation, the arterial graft bled for an estimated period of two hours. The cardio vascular (cv) surgeon attempted to reclot the graft in place with thrombin spray, applications of gel foam and coseal, however, he was unsuccessful. It was recommended that the graft be replaced with a newly preclotted arterial cannula. At this time, the patient received transfusion with platelets, ffp, and packed cells as well as novo 7. The patient's chest was closed once there was no further visual evidence of graft or chest bleeding. The graft remains implanted with no furhter issues reported.

Manufacturer narrative:
The patient remains ongoing on bi-vad support without further incidents. No further information is available at this time.